Manufacturer narrative:
Conclusion and justification status: the initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information has been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address a fractured ceramic acetabular liner afer a fall.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases identified no other reports against the product/lot code combination. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. It is stated in the warnings and precautions "do not implant in obese patients because overloading the component may lead to fracture or loss of fixation." The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.